Event description:
Rptr was in a store and used a wheelchair. Family member was pushing rptr in chair. They heard a noise from the chair. Couldn't maneuver through store because fo debris. Family member had to clear aisles. Wheelchair was used for transport of rptr and their merchandise. The wheelchair was being pushed over door jamb with difficulty then when going down a slight incline the wheels slipped. The small wheels hit a lip on the parking lot and the chair tipped, rptr fell out and wheelchair fell onto them. Rptr fractured right metatarsal with possible fractured phalanx, possible pelvis fracture. Rptr was casted. Orthopedic surgeon is anticipating surgery on foot for nonhealing of fracture.